Event description:
Event description: customer complaint - limited data available "this monitor was way off in measurements.when I got it on it on (B)(6) 2024 my blood pressure registered 144/81 with a pulse of 77.I figured oh it's a little bit high and proceeded to use it on (B)(6) 2024 and I got a reading of 153/91 and I thought this was not. To make a long story short, the cuff registered reading on the monitor registered my blood pressure one time at 153/91 then I waited till the evening and it registered 160/103 this caused me to call my doctors office and I was advised to go to the hospital.when I got to the hospital that evening they checked my blood pressure and they said it was 140/80 which they said wasn't super high and I showed them the monitor with 160/103 that was about 15 minutes before I got to the hospital.so what end up happening is I took my blood pressure again in front of the hospital nurse after waiting about 20 minutes and got the reading of 160/101.basically she told me after taking my blood pressure again after a few minutes that she was getting a total different reading and that my monitor evidently was way off in the measurement.I was so upset because I had called my doctor and talked to a nurse and everything about it before they told me to go to the hospital and then to find out this monitor was bad.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer may not read the instructions carefully. Corrective action: 1.establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.